Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that usb disconnected noise was happening repeatedly which caused all in one (aio) touchscreen failure. A field service engineer (fse) replaced the docking station and eventually the aio. The technical support specialist (tss) guided the fse in restoring network configurations (hospital nic and pyxinet), bringing the station back online in remote support service (rss). Additional issues with rss connectivity were addressed by reinstalling component manager using a provided software package, after which data synchronization logs confirmed successful communication with the server and up-to-date transaction status. A brief time desynchronization was observed on 7 may, but no data inconsistency occurred per change tracking results. The system was confirmed to be fully operational with no further usb instability observed, and backup keyboard and mouse were left onsite as a precaution. The station functionality was restored, with communication, application access, and medication workflows validated. The system functioned as intended after the field service engineer and technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, touch screen frozen and usb disconnect and reconnect every second. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.